Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 1st implanted clip (80914u183) referenced is filed under a separate medwatch report.

Event description:
This is filed for damage caused to another device (81006u184) . It was reported that on (B)(6) 2019, the patient underwent a mitraclip procedure, treating grade 4 degenerative mitral regurgitation (mr). The 1st clip delivery system (cds-80914u183) was advanced, grasped the leaflets and mr was noted to be 1-2+. Deployment was initiated; however, the clip was difficult to deploy. The delivery catheter (dc) handle was pulled before the actuator knob was pulled. Troubleshooting was performed, and the clip was finally deployed, but clip movement was noted, and mr increased to 3-4+. A 2nd clip (80906u141) was advanced, with the intent to stabilize the clip movement and reduce mr. The movement of the 1st clip did not allow the 2nd clip to be deployed as close to the 1st clip as was intended, but the clip was deployed without issue, reducing mr to grade 3. A 3rd clip (81006u184) was advanced to implant on the medial side of the 1st implanted clip. Visualization was difficult, due to the movement of the 1st clip, so the grasp could not be assessed; however, mr was not reduced and the movement of the 1st clip was not improved. Blood pressure decreased, and a vasopressor was administered, stabilizing the patient. During positioning attempts, the clip became caught with the 1st clip, detaching it from the anterior leaflet (slda). Mr increased to 4+ and the patient was taken to emergency surgical mitral valve replacement. Both implanted clips were explanted and the mitral valve was replaced. The patient remains hospitalized and neurological status/level of consciousness is undetermined. There was no additional information provided.

Manufacturer narrative:
Internal file number:(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effect of hypotension as listed in the mitraclip system electronic instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported failure to adhere or bond and difficult to position appears to be due to the reported poor image resolution; however, challenging visualization was due to procedural circumstances. The reported device caused damage was likely due to procedural circumstances and/or visualization challenges. A definitive cause for hypotension could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.